Event description:
It is reported during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope, tissue became entrapped within the one time use cap and duodenoscope. The physician stated that he followed the olympus recommendation to avoid suctioning when withdrawing the scope. An upper endoscopy was performed immediately after completing the ercp as the tissue was noted immediately after the procedure. There was trauma to the stomach (fresh blood and clot) in the proximal corpus along the lesser curvature. Endoscopic hemostasis wasn't required. The patient does have pain after the procedure, though this is likely pain from her recent incisions related to her gallbladder surgery and drain. The patient was treated with a proton pump inhibitor to heal the erosions and scope trauma.